Manufacturer narrative:
The instrument was returned on (B)(6) 2019. When the reported event occurred the instrument may have been in service for 1.3 to 1.5 years. This event occurred during surgery near the patient. There was not another suitable device available and the incident did cause a 15 minute delay in surgery, however; surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Review of complaint history to date ((B)(6) 2019), 264 complaints have been reported against this part number. Zero complaints have been reported against this lot number. The summary of complaints is as follows: 8-functional, 8 dull/worn, 38- threads damaged/galled, 1-weld, 1- instrument damaged the implant, 3- bent, 111- broke/cracked/damaged, 1- hardware missing/lost, 1 - device cracked/broke, 1-other, 3- end of life, 88- blank. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Examination of the returned positioner shows a portion of the threaded tip broken off (tip not returned), confirming the complaint. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Event description:
Instrument failure - while impacting the acetabular shell, the thread of the inserter broke off in the implant. Some pieces were left in the patient.